Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photos provided show an activated company device. The plunger appears to be fully advanced. The iol is on the outside of the device. One haptic is broken/torn and is present beside the iol. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the intraocular lens (iol) implant procedure haptic found to be broken. There was no patient contact. The surgery was completed on the same day.